Event description:
It was reported that the left ventricular lead is dislodged. The lead had appeared to be capturing the atrium and not the left ventricle and has not been able to measure a threshold for a year. The lead was "shut off" by reprogramming the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.